Event description:
It was reported that the biomed stated that the arctic sun device was leaking from the drain port. Per review of wo notes, it was determined that the drain valves were leaking. Biomed will replace drain valves, parts and price provided.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is covered under CAPA #2666889 and sa (B)(4). Per CAPA #2666889 and sa #ucc-21-4076-sa: the root cause is an incorrect tool used to manufacture the drain valve body component that is purchased by sub-tier supplier (B)(4) and subsequently purchased by (B)(4) for sale to bd. (B)(4) supplier completed actions to correct the drain valve body component 1186100c tool. Per review of wo notes, it was determined that the drain valves were leaking. Biomed will replace drain valves, parts and price provided. Labeling review is not required because labeling could not have prevented this issue. A DHR review is not required as the complaint is addressed by existing CAPA. Refer to investigation summary section for more information. CAPA 2666889 has been opened for this failure. Refer to the CAPA for further action. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.